Event description:
It was reported that during a cryoablation procedure, st elevation was observed. Nitroglycerin was given with resolve. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files confirm system notice (#50012) was received indicating that the refrigerant delivery path was obstructed at application five with catheter 2af284/60487-53. The data files showed low temperature and low flow profile in application two. The data files also showed at least eleven applications were performed with this catheter. St elevation is clinical issue encountered during the procedure. The balloon catheter 2af284 / 60487 was not returned for analysis. In conclusion, st elevation is clinical issue encountered during the procedure. The balloon catheter was not returned for analysis. If information is provided in the future, a supplemental report will be issued.